Event description:
Nurse seating pt in wheelchair with wheelchair seat in the unlocked position. Pt placed right hand on wheelchair seat and then sat down. Seat snapped in place with pt's hand between side metal seat bar and metal foundation. Pt's right ring finger of the right hand had tip (approx. 3/4 inch) amputated.